Manufacturer narrative:
Additional information has been provided in sections d.9, h.3, h.6 and h.11. The company representative was unable to confirm nor replicate the reported ¿pedal issue.¿ however, the nonconforming auxiliary illuminator was replaced to address the ¿illuminator issue.¿ the system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. There were no relevant complaints found, as part of this investigation. The root cause of the reported illuminator is attributed to nonconforming auxiliary illuminator. The root cause of the reported ¿pedal issue¿ is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that problem with the lighting and laser system before surgery. Procedure details were not provided. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.